Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ugbchrt0 mfg date: 06.13.2024, exp date: 11.30.2029. Batch uabdlht0 mfg date: 01.23.2024, exp date: 06.30.2029. In addition, manufacturing record evaluation was performed for the finished device possible lot numbers, and no related non-conformances were identified. H3 investigation summary; the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code 9380h, lot uabdlhto. To evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, the functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. One sealed box with thirty-six unopened samples was received for analysis. Product code v9380h, lot ugbchrt0. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: the event states there have been 8 cases of wound dehiscence detected. Did 8 patients experience wound dehiscence? If yes: have 7 additional files already been created? If yes, please provide the 7 pc numbers. If no, please create 7 additional pcs (1 pc per patient) and provide the pc numbers. Answer: on week 38 a complaint (B)(4) was reported, since the hospital told me that they had doubts that, due to the suture issue, specifically the references (B)(4) of the family called vicryl rapid, a patient with an open wound would come. Therefore, they suspected that some of the factors that caused the wound opening could be those references implanted in the patient, so they decided to remove those batches of that same reference. If when I made the complaint I put 8 cases, it was a mistake, since today I was in the hospital and I verified that information that it was a single patient. To this day, they continue to consume the same references from different batches and without any problem. Additional information was requested, and the following was obtained: 7 lot numbers were reported. How many sutures were used on the patient? Is the exact lot number of the suture that was used on this patient known? If yes, please provide. Or is the exact lot number used on this patient unknown and these 7 lot numbers are all possible lot numbers? Please explain if multiple sutures were used on this patient, please provide each lot number used and the quantity of sutures for each lot number. Reported lot # ucbccppt0 was found to be an invalid lot number. Please provide correct lot. Answer: the number of sutures of references (B)(4) that I list are those that have been removed from the hospital for safety so that the same thing does not happen again. All the boxes that I cited and listed of the batches that I mentioned, are to be withdrawn and not those implanted. Additional information was requested, and the following was obtained: ¿ vicryl rapide 2-0 triangular tip 70cm. Lot: ucbccppt0, lot: uabdlgt0, lot: tkbczst8. ¿ vicryl rapide 0 flat tip 90cm. Lot: tlbcqts0, lot: ucbcsws0, lot: tcbdsjs8 and lot: ubbcjxs0. If (B)(4) units have been returned, it does not mean that they have been implanted, but that the hospital, suspecting that the dehiscence of the wound may be due to the vicryl rapid suture, requests the collection of the affected batches (the ones I put above). They simply suspect that the implanted sutures caused the dehiscence, which led us to remove all the sutures from those implanted batches to prevent a wound opening in another patient again. The hospital has continued to buy and consume sutures of the same reference without any problem. So the return would be enough to analyze a suture from each batch, if the 400 units have been returned it is only because of the return of the hospital and not because all of them had to be analyzed. So the hospital suspects that it may be the suture, but it does not have the guarantee. I have spoken to the hospital again and they confirm that they usually implant 3 sutures per patient, so the batches withdrawn are in case of doubt or suspicion that they may come with some kind of problem. Lab received lot ugbchrt0; lot ubbcmts0 and lot uabdlht0. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue dehisced? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated this event? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient experienced a suture dehiscence. Additional information was requested.